Event description:
The user facility reported a leak in the valve of a destination device. Follow-up communication from the user facility reported: (1) the doctor had a 014 spider filter wire in place and there was a steady drip of blood leaking out of the valve; (2) there was some blood loss; (3) the procedure was completed; and (4) the patient's condition is reported as being fine.

Manufacturer narrative:
(B)(4). Although there were reportedly no impact to the patient, the event description indicates that some blood loss did occur. The involved device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was conducted based on a review of information provided by the user facility, retained samples and manufacturing quality records. A video was also provided of the leaking valve by the user facility. Visual inspection of retained samples from the reported lot confirmed that there were no defects or anomalies. Leakage testing was conducted and confirmed no leakage of the devices. Upon follow-up communication with the customer, a comment was made that smaller volumes of valve "leakage" have reportedly occurred times in the past. However, those events were not reported to the manufacturer. The customer stated that the leakages were estimated to be less than 250ml, there has never been patient injury due to the leaking valve, all procedures have been able to be completed, and other devices used include the turbo hawk device by ev3. There was no additional information available including event dates, product codes, lot numbers, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within this report for reference purposes. A review of the complaint files confirmed that this lot number/product code combination has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the dilator being inserted off-center of the crosscut valve, damaging the valve and resulting in the leakage noted. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the sheath valve may cause damage, and result in blood leakage." All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4). Device was not returned.